Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported problem of 'error code 345' was confirmed in the event history log (ehl) review as 'system error 345' messages, but not reproduced during service. Evaluation observed no issues with upstream and downstream thermistors. Evaluation determined that the ultrasonic sensor require(s) replacement as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity), with an infusion during testing in the biomed service department. There was no patient involvement. No additional information is available.